Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen and necessary activities. No explant procedure, subsequent treatments and/or therapies were reported.